Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: infinity lead extension, model: 6371, serial: (B)(6), UDI: (B)(4), batch: 7356250.

Event description:
It was reported that the patient's ipg is approaching end of life and one of the patient's lead extensions had high impedance. It is unknown if the device had depleted prematurely. As a result, the patient underwent surgical intervention during which the ipg and lead extension were explanted and replaced. During the procedure, it was noted that the lead extension was kinked. Effective therapy was established post-operatively. It is unknown which lead extension had the high impedance.

Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned extension b found four internal wires were broken. These fractures are consistent with occurring during the explant procedure.